Event description:
A pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for aaa repair. The physician docked the grey positioner with the top cap and attempted to withdraw them through the sheath, but they stuck in the sheath. Thus he removed them together with sheath from the pt and inserted a 8fr sheath to complete the procedure. The pt did not experience any adverse effects due to this event.

Manufacturer narrative:
Difficult to remove is not addressed per the IFU. Event is still under investigation.